Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the self test due to absence of vibration. Test p-cap and reservoir locks properly into the reservoir compartment. No device heating up was noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on 10-jan-2025. Low battery alert was noted on 12/16/2024 at 23:27:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the vibrating motor and electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and battery cap contact missing. Device heating up was not confirmed during testing. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Vibration absence anomaly was confirmed during testing due to moisture damage on the vibrating motor. Moisture damage was noted found on the electronic assembly, vibrating motor, and battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer called back to report that pump did not turn on, continues to be warm, hot, or overheat after completing previous troubleshooting. No harm requiring medical intervention was reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1886.